Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided dilatation balloon was used during a dilatation in the pylorus on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during dilatation the balloon inflated to the first two sized and when attempting to deflate the balloon after the second size, the balloon would not fully deflate. It was reported that the balloon would not deflate lower than 0.5psi as read on the inflation device. The scope and device were removed from the patient as a unit and the catheter of the balloon was cut and the device was removed from the scope. The scope was reinserted and the procedure was completed with another c.r.e. Esophageal/pyloric wireguided dilatation balloon. Additional information confirmed there were no malfunctions with the inflation device and no damage was noted to the balloon. There were no patient complications reported as a result of this event. The patient was reported to have no problems as a result of the event.

Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided dilatation balloon was used during a dilatation in the pylorus in 2009. According to the complainant, during dilatation the balloon inflated to the first two sized and when attempting to deflate the balloon after the second size, the balloon would not fully deflate. It was reported that the balloon would not deflate lower than 0.5psi as read on the inflation device. The scope and device were removed from the pt as a unit and the catheter of the balloon was cut and the device was removed from the scope. The scope was reinserted and the procedure was completed with another c.r.e. Esophageal/pyloric wireguided dilatation balloon. Add'l info confirmed there were no malfunctions with the inflation device and no damage was noted to the balloon. There were no pt complications reported as a result of this event. The pt was reported to have no problems as a result of the event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed and concluded the device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for lot 12559941. A labeling review was performed and confirmed the device was used in accordance to labeling. A visual examination of the returned device revealed the balloon profile was relaxed and deflated; there was no other damaged noted on the device. A functional test was carried out and the device performed according to labeling specifications. The condition of the returned device could not confirm the reported event that the balloon "was unable to deflate" as the balloon deflated with ease during functional testing. The most probable root cause is operational context.